Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump motor. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 1 (pre-warm bypass flow error). They ran the calibration multiple times and failed with the same error 1. During functional check no flow related issues were sighted but it was determined that the device had a failed mixing pump. System hours were 2300. They would like to have the 2000 hour service done at the depot. Per sample evaluation results received via task on 17jul2024, it was reported that device not cooling.